Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in left anterior descending artery. A 3.00 x 24mm synergy ii drug-eluting stent was advanced for treatment. However, it was noticed that the stent struts were defective. The procedure was completed with another 3.00 x 24mm synergy ii drug-eluting stent. No patient complications were reported.